Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain') in a 33-year-old female patient who had essure (batch no. B40017) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". The patient's medical history included menometrorrhagia and dysmenorrhea (severe). Concurrent conditions included calculus of ureter (right), dysuria, urinary frequency, urinary urgency, right lower quadrant pain, nausea, vomiting, arrhythmia, renal colic, uterine bleeding and endometriosis. Concomitant products included famotidine, hyoscyamine sulfate;methenamine; methylthioninium chloride;phenyl salicylate; phosphoric acid sodium (uribel), ibuprofen since (B)(6) 2014, intrauterine contraceptive device (iud nos), ketorolac tromethamine (toradol), medroxyprogesterone acetate (depo-provera) from (B)(6) 2012 to (B)(6) 2014 and paracetamol;tramadol hydrochloride (ultram). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced abdominal pain ("abdominal pain"), urinary tract disorder ("bladder or urinary problems or changes"), bladder disorder ("bladder or urinary problems or changes"), vaginal haemorrhage ("abnormal bleeding (vaginal)/ vaginal bleeding"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines") and headache ("headaches"). In (B)(6) 2014, the patient experienced anxiety ("psychological or psychiatric problems condition: mental anguish") and depression ("psychological or psychiatric problems condition: depression"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy (partial), salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, abdominal pain, vaginal haemorrhage and menorrhagia had resolved and the anxiety, depression, urinary tract disorder, bladder disorder, migraine and headache outcome was unknown. The reporter considered abdominal pain, anxiety, bladder disorder, depression, headache, menorrhagia, migraine, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff underwent supracervical hysterectomy (uterus only) bilateral salpingectomy on (B)(6) 2019. Diagnostic laparoscopy showed that she had normal-appearing uterus, right fallopian tube. Left fallopian tube had prior evidence of salpingectomy in the mid portion of the fallopian tube. There was a possible small exposure of the essure coil at the end of the proximal portion of the remaining left fallopian tube. There was noted be endometriosis implants on the right lower pelvic cul de sac peritoneum. Discripany noted in summon hsg essure device was successfully occluded and as per fu (pfs) did you undergo an essure confirmation test no was reported. Patient received treatment for pain and abnormal bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 58.957 kgs. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: abdominal pain". Lot number: b40017, manufacture date: 2013-05, expiration date: 2016-05-31. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received: outcome of events pain and abnormal bleeding was updated to recovered/resolved. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain') in a (B)(6) year-old female patient who had essure (batch no. B40017) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". The patient's medical history included menometrorrhagia and dysmenorrhea (severe). Concurrent conditions included calculus of ureter (right), dysuria, urinary frequency, urinary urgency, right lower quadrant pain, nausea, vomiting, arrhythmia, renal colic, uterine bleeding and endometriosis. Concomitant products included famotidine, hyoscyamine sulfate; methenamine; methylnicotinium chloride; phenyl salicylate; phosphoric acid sodium (uribel), ibuprofen since (B)(6) 2014, intrauterine contraceptive device (iud nos), ketorolac tromethamine (toradol), medroxyprogesterone acetate (depo-provera) from (B)(6) 2012 to (B)(6) 2014 and paracetamol;tramadol hydrochloride (ultram). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced abdominal pain ("abdominal pain"), urinary tract disorder ("bladder or urinary problems or changes"), bladder disorder ("bladder or urinary problems or changes"), vaginal haemorrhage ("abnormal bleeding (vaginal)/ vaginal bleeding"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines") and headache ("headaches"). In (B)(6) 2014, the patient experienced anxiety ("psychological or psychiatric problems condition: mental anguish") and depression ("psychological or psychiatric problems condition: depression"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy (partial), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain was resolving and the anxiety, depression, abdominal pain, urinary tract disorder, bladder disorder, vaginal haemorrhage, menorrhagia, migraine and headache outcome was unknown. The reporter considered abdominal pain, anxiety, bladder disorder, depression, headache, menorrhagia, migraine, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff underwent supracervical hysterectomy (uterus only) bilateral salpingectomy on (B)(6) 2019. Diagnostic laparoscopy showed that she had normal-appearing uterus, right fallopian tube. Left fallopian tube had prior evidence of salpingectomy in the mid portion of the fallopian tube. There was a possible small exposure of the essure coil at the end of the proximal portion of the remaining left fallopian tube. There was noted be endometriosis implants on the right lower pelvic cul de sac peritoneum. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6) kgs. Hysterosalpingogram - on an unknown date: essure device was successfully occluded. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: abdominal pain". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-jun-2019: plaintiff fact sheet and medical record was received. Lot number were added. Events added from pfs- depression, mental anguish, abdominal pain, bladder or urinary problems or changes, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), migraines, headaches, she did not undergo confirmation test. Reporter information, medical history, concomitant drug, events onset date, events outcome, essure removal date were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain') in a 33-year-old female patient who had essure (batch no. B40017) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". The patient's medical history included menometrorrhagia and dysmenorrhea (severe). Concurrent conditions included calculus of ureter (right), dysuria, urinary frequency, urinary urgency, right lower quadrant pain, nausea, vomiting, arrhythmia, renal colic, uterine bleeding and endometriosis. Concomitant products included famotidine, hyoscyamine sulfate;methenamine;methylthioninium chloride;phenyl salicylate;phosphoric acid sodium (uribel), ibuprofen since 28-may-2014, intrauterine contraceptive device (iud nos), ketorolac tromethamine (toradol), medroxyprogesterone acetate (depo-provera) from january 2012 to december 2014 and paracetamol;tramadol hydrochloride (ultram). On (B)(6) 2014, the patient had essure inserted. In june 2014, the patient experienced abdominal pain ("abdominal pain"), urinary tract disorder ("bladder or urinary problems or changes"), bladder disorder ("bladder or urinary problems or changes"), vaginal haemorrhage ("abnormal bleeding (vaginal)/ vaginal bleeding"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines") and headache ("headaches"). In july 2014, the patient experienced anxiety ("psychological or psychiatric problems condition: mental anguish") and depression ("psychological or psychiatric problems condition: depression"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy (partial), salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain was resolving and the anxiety, depression, abdominal pain, urinary tract disorder, bladder disorder, vaginal haemorrhage, menorrhagia, migraine and headache outcome was unknown. The reporter considered abdominal pain, anxiety, bladder disorder, depression, headache, menorrhagia, migraine, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff underwent supracervical hysterectomy (uterus only) bilateral salpingectomy on december 26, 2019. Diagnostic laparoscopy showed that she had normal-appearing uterus, right fallopian tube. Left fallopian tube had prior evidence of salpingectomy in the mid portion of the fallopian tube. There was a possible small exposure of the essure coil at the end of the proximal portion of the remaining left fallopian tube. There was noted be endometriosis implants on the right lower pelvic cul de sac peritoneum. Discripany noted in summon hsg essure device was successfully occluded and as per fu (pfs) did you undergo an essure confirmation test no was reported. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 58.957 kgs. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: abdominal pain". Lot number: b40017 manufacture date: 2013-05 expiration date: 2016-05-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-jun-2019: quality safety evaluation of ptc. Hsg test deleted from patient tab. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.